Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the insulin pump alarmed a critical pump error and crack seen inner side of battery compartment at the top and moves down from there. The customer stated that insulin pump was exposed to water and water was in the battery compartment due to a crack. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm critical pump error and unable to perform any tests due to blank display. Insulin pump received with corroded battery tube, cracked battery tube thread and cracked case battery tube noted.